Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate pacing that was "all over the place" on a monitor. A device check was done and it was noted that capture could not be confirmed on the his lead. The crt-d and his lead remain in use. No patient complications have been reported as a result of this event.